Event description:
It was reported that hemovac wound drain came apart frequently. They were taping product together, so it did not come apart. Per follow up response received via email on 09may2024, customer had an increase problem with the drains pulled apart. No additional patient impact from this event just that the drainage was not suctioned or drained properly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that hemovac wound drain came apart frequently. They were taping product together, so it did not come apart. Per follow up response received via email on 09may2024, customer had an increase problem with the drains pulled apart. No additional patient impact from this event just that the drainage was not suctioned or drained properly. Per additional information received via email on 05jun2024, it was reported that they had several that came apart while in use. Customer no longer had the devices.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned one-photo sample noted one opened (without original packaging), used wound drain tube. Visual inspection of the one-photo sample noted that the y-connector had tape on the tubing. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿interface between collection device and drain is inadequate due to material selection or product design¿. However, there was insufficient information to confirm this potential root cause. The reported event is addressed and the residual risk for this event is low. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: the product catalog number for this device is unknown. Therefore, bard is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.